Event description:
This event was created from a journal article in the journal of vascular surgery titled "the correlation of aortic neck length to early and late outcomes in endovascular aneurysm repair pts" (j vasc surg 2009). Article citation: ali f. Aburahma, md, john campbell, md, patrick a. Stone, md, aravinda nanjundappa, md, akhilesh jain, md, l. Scott dean, phd, mba, joseph habib, md, tammi keiffer, rn, and mary emmett, phd. From 2000 through 2007, pts underwent endovascular aneurysm repair (evar) using a variety of devices approved by the FDA. Forty nine ancure endografts were implanted. Clinical observations: early and late endoleaks with early and late intervention, increase aaa size, myocardial infarction, iliac rupture, graft limb thrombosis/acute limb ischemia, deep vein thrombosis, systemic embolization, hematoma/bleeding, wound infection, sepsis, colon ischemia, acute renal failure, paralysis, perioperative death.

Manufacturer narrative:
It is likely that MDR reports were filed at the time of the study; however, since we are unable to link pt names or model serial numbers due to pt confidentiality, a manual medwatch report will be filed for this article. Attempts to identify pt's and/or model-serial numbers were unsuccessful. No additional info is available at this time. If additional info becomes available, this event will be updated.